Event description:
The customer reported that the system displayed a checksum error message. This error means the system detected a failure while checking all aspects of software and hardware during booting up. This causes the system to not boot up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram battery. The system operates as intended.